Event description:
On (B)(6) 2011, patient reported having concerns with the up button on the infusion device. Patient stated the up button is not responding all of the time. Patient reported she will attempt to program a bolus, but the up button does not respond with every press. Patient stated the buttons feel "mushy." Patient reported she first noticed the issue about 6 months ago. Patient stated the buttons do not feel like they used to. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.